Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during this implant procedure, difficulty was experienced inserting the terminal pin of the associated dextrus lead into the device header. The physician was eventually able to get the lead into the header. No adverse patient effects were reported.